Event description:
Approximately 3 year(s), 6 month(s) and 3 day(s) post-operative of a right tsa, the patient presented with anterior soft tissue pain. Patient reported increased pain w/o injury for 4 months. The patient was administered a localized cortisone injection, and the outcome of this event is considered resolved. The clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure.

Manufacturer narrative:
Concomitant device(s): 320-36-03 - 36mm humeral liner +2.5mm unconstrained: 6503950. 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: 6471905. 320-10-00 - equinoxe reverse tray adapter plate tray +0: 6637673. 320-31-36 - glenosphere, 36mm: 6634645. 320-35-01 - small glenoid plate: 6636373. 320-15-05 - eq rev locking screw: 6489745. 320-20-00 - eq reverse torque defining screw kit: 6639109. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: s099181. 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: s089570. 321-20-00 - equinoxe reverse shoulder drill kit: 6447296.

Manufacturer narrative:
The reason for the pain reported cannot be conclusively determined. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.